Manufacturer narrative:
This report is submitted on march 21, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced discomfort subsequent to a magnet dislodgement during an MRI (tesla strength) on (B)(6) 2018. Surgery to reposition the magnet was completed on (B)(6) 2018. The implanted device remains.